Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the patient had one resolute onyx drug eluting stent implanted in the lmca. Approximately 5 months post index procedure, the patient suffered anemia secondary to duodenal ulcer (gi bleed). The patient was treated with blood transfusion and clipping of ulcers. Patient was on dapt at time of event. The event was resolved.

Manufacturer narrative:
Adverse event term updated to bleeding duodenal ulcer. The investigator reported that the event was not related to study device or antiplatelet medication. If information is provided in the future, a supplemental report will be issued.